Manufacturer narrative:
Citation: chatterjee, a. Md et al. Transcatheter pulmonary valve implantation: a comprehensive systematic review and meta-analyses of observational studies. Journal of the american heart association. (2017) aug 4;6(8). Pii: e006432 doi 10.1161/jaha.117.006432. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of transcatheter pulmonary valve implantation. All data were collected from a meta-analysis review that included articles written before august 31, 2016. Nineteen articles were identified that included 1044 patients, which were implanted with either a melody transcatheter pulmonary valve or a non-medtronic valve. Serial numbers were not provided. Among all patients adverse events included; access site complications treated with vascular surgery or transfusion. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.